Event description:
A ventilator was returned to a third party service center with an allegation that the device failed a flow test step. There was no harm or injury reported. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.